Manufacturer narrative:
The insulin pump was received with intermittent buttons; the problem was isolated to keypad assembly. The connector at the printed circuit board was properly connected. No damage or moisture damage was found on the keypad assembly noted. The insulin pump passed leak test. The operating currents within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump's down arrow button was extremely unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.